Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00656. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent the following procedures: on (B)(6) 2006 - removal of the graft mesh from the anterior wall of vagina; on (B)(6) 2011 - removal of some mesh and shaving down of mesh to treat bleeding, tear in vaginal wall and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2012. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted and a graft augmented anterior colporrhaphy was performed. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. Due to mesh erosion a removal procedure was performed on (B)(6) 2011. No additional information was provided.